Event description:
New information reported stated that on (B)(6) 2017 the patient presented to the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited multiple noise reversion episodes and ventricular rate. All other electrical values were checked and were normal. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The transmission revealed the right ventricular lead was triggering noise reversion and high ventricular rate episodes due to noise. No intervention was performed. The patient would continue to be monitored. No additional information was available at this time.